Manufacturer narrative:
The manufacturer previously reported incorrect information in sections d4. The corrected information is reflected in this report. D4 section was incorrect UDI number was reported in the previous report, which correctly updated in this follow up report as unknown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The information filed in MDR 2518422-2022-21810-1 was filed in error and there is no applicable UDI number in d4.